Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the front therapy electrode cable was severed and missing. Additionally, the cable connecting ECG "c" and ECG "d" was damaged, and the ECG "c" electrode was missing. The root cause for the damaged cables was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.